Event description:
Related manufacturer report number: 2017865-2022-22008. It was reported that noise resulting in oversensing was observed on the right ventricular (rv) and right atrial (ra) leads. Abbott technical support recommended performing lead provocation testing, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated lead provocation testing was performed and the noise was reproduced. The patient was in stable condition.